Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of duodenovideoscope, white foreign material was found in the air/water channel. It was noted that the sealing agent around the light guide lens and objective lens was damaged. It was also noted that the adhesive around the light guide lens and objective lens was missing. There was no patient involvement.